Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
Shout study: subject 202-00440 following some site updates in their database, we have been made aware of some revision cases from several years ago, including this one. 1st revision surgery on (B)(6) 2010 (complete: humeral and glenoid sides) reason for revision: loosening/lysis prior procedure approach: reverse no other information available.